Event description:
It was reported that this right ventricular (rv) lead exhibited noise, increased threshold, and high out of range pace impedance measurement greater than 3,000 ohms. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. The lead remains in service.